Event description:
It was reported by the patient that the transmitter's power cord as well as transmitter was burnt and a replacement was needed. The transmitter with power cord was replaced. There were no reported patient consequences.